Manufacturer narrative:
.

Event description:
Additional review was requested from ts regarding a sent in electrocardiogram. Ts noted that in relation the noise and why there was pacing seen this was due to a ventricular rate response which can only be active if in a mode switch or if programmed ddi mode for normal bradycardia function. The noise seen is the ablation being picked up by the leads and this resulted in oversensing on the right ventricular egm which then led to the ventricular rate response wanting to pace as the more you sense the more ventricular rate response will try to pace, there was no reported asystole as the patient had an underlying rhythm or was in a slow ventricular tachycardia. There is also function undersensing as some ventricular events are falling into blanking which then inhibits pacing resulting in ventricular pacing and ventricular sensing complex's on the telemetry strip originally reviewed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
No further action was taken. The system remains implanted.

Manufacturer narrative:
This investigation is ongoing, upon further information, this investigation will be updated.

Event description:
Boston scientific received information that the patient underwent a ventricular tachycardia (vt) ablation procedure, and the device was deactivated and reprogrammed to vvi 40. During the procedure, pacing artifacts were noted and the patient went into a ventricular flutter degenerated to a ventricular fibrillation which required shocks and crp. A technical review was required. No additional adverse patient effects were reported. Boston scientific technical services (ts) noted that the device was not programmed to vvi 40 before the start of the procedure and the patient went into a mode switch where vrr was turned on which is what lead to fast ventricular pacing. Many anti tachycardia response episodes were stored and noise was seen due to the ablation as the patient was in a fast atrial rate resulting in mode switches. Ts noted that the brady mode was not changed prior to the procedure but this appears to be normal device operation given how it was programmed at the time and the patient condition.